Event description:
The customer reported that the insulin pump delivered more insulin than what she programmed. Troubleshooting was performed, and the insulin pump delivered the programmed amount as designed. Advised the customer to monitor the insulin pump and call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.